Event description:
It was reported that during set up at the user facility the sonopet handpiece heated up. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This is not a repairable device; therefore, it was returned to the user facility without repair following evaluation.